Event description:
It was reported that shortly after insertion, inflation could not be maintained on two (2), size 8 lpc, low pressure cuffed tracheostomy tubes. The devices were tested prior to insertion with no inflation or functional problems detected at that time. There was one (1) pt involved with no reported pt injury. The two (2), size 8 lpc devices were discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.